Event description:
In (B)(6) 2006, I had surgery to repair pelvic organ prolapse (pop) and a hernia. I had an abdominal sacral colpopexy using marlex mesh, a burch procedure on the bladder, an umbilical hernia repair without mesh, a salpingo-oophorectomy (removed the right side tube and ovary) and cleaned up pelvic adhesions. From the very beginning I complained of discomfort and ended up with a bladder infection. My surgeon had mentioned that maybe the mesh was too tight and that he may have to go in and remove a stitch. He ended up doing nothing in (B)(6) 2006, he said I had a rectal prolapse. He prescribed pelvic floor therapy for rectal prolapse, chronic constipation, and levator ani syndrome. The past eight years, I have been dealing with chronic pain, bowel and urinary problems, multiple bacterial infections, skin rashes, vaginal bleeding, and recurrent pelvic organ prolapse. I have been told that if they remove my mesh, I will be worse off than I am now. I have also been told that my only option to improve my bowels is to have a complicated permanent colostomy. I believe the mesh that was placed in me in 2006 has caused my health problems.